Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated she had been having major problems with her pump. It was noted the pump had to be removed because the pump was coming through her skin and no one would help remove the patient¿s pump. It was further reported the doctor could not remove the pump because he was not a surgeon. The patient mentioned having other medical problems. It was noted the healthcare provider (hcp) only gave her 1 mg of morphine in her pump. Physician listings were requested and it was reported no doctor would see her anymore because she was a different doctor¿s patient. It was also reported the patient¿s skin was so thin that the pump was now coming through her skin. The patient had fentanyl in her pump and three days in april her pump was alarming, and her doctor¿s office did nothing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the pump was coming out of her skin. The patient was looking for a managing hcp to lower her dose so that she can transition to patches and have the pump removed. The patient planned to relocate out of the united states. It was explained to the patient that if it was an emergency to go to the emergency room, however the patient refused. The patient was instructed to call a healthcare provider today ((B)(6)2018). The patient had contacted the healthcare provider and the patient had an appointment scheduled for (b)(46. The patient said she was very pleased and hoped they will be able to assist her. No further complications were reported.

Event description:
Additional information was received from the patient who reported that the pump was coming out of the skin and had been for a really long time. Per the patient, she had been in horrible pain for about 3-4 weeks now because she had a hernia and fistula under the pump and had been back and forth from the hospital since february. She wanted the pump removed and needed a healthcare provider. The patient was offered to have a listing sent, but she declined saying that she already had the list. The patient¿s relevant medical history included pancreatitis, hernia, and fistula. Per the patient, her pumps had been implanted on top of the hernia and fistula.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was calling because she wanted to know how to get the pump alarm turned off. It was reviewed with the patient that a doctor would need to request that the pump be turned off after which the patient stated that no doctor would touch her, and she didn¿t have a pump managing physician. The patient was offered physician listings but refused. Per the patient, her pump reached eri (elective replacement indicator) in (B)(6) 2021 and eos (end of service on (B)(6) 2021. The pump was doing the critical alarm and she wanted to have the pump turned off or removed. She was also getting code 8428 (pump has reached eos) on her ptm (personal therapy manager). Per the patient, they had switched her to oral meds. She was on percocet and a 25 mg fentanyl patch which was supposed to be a 75 mg patch. Additional information was received on 15-jul-2021 from the patient who reported that she had been to see a doctor on tuesday, and they told her they could not do anything for her and she needed to have the pump removed because it was pushing through her skin. It was reviewed with the patient that she would need to work with a doctor after which she became upset and ended the call. The patient called back a few minutes later stating that she was getting code 8532 (pump stopped for greater than 48 hours) on her ptm. It was reviewed with the patient that she was seeing the code because her pump had reached eos on (B)(6) 2021. She stated that the physician she saw told her that she should still be able to use the ptm and he wanted to have someone fill her pump. It was reviewed with the patient that since the pump had reached eos the pump could no longer be filled and used.